Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Event date: (B)(6) 2011. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. In (B)(6) 2010 during the index procedure, lesion 1 was a bifurcated ostial lesion located in the proximal circumflex(cx). The lesion was 90% stenosed, 2.5mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 2.5x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In september 2010, a staged procedure was performed. Lesion 2 was located in the distal right coronary artery. The lesion was 75% stenosed, 2.5mm in diameter and 15mm long. The lesion was treated with direct stenting using a 2.5x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient experienced chest pain and in-stent restenosis in the ramus intermedius artery. The patient was hospitalized and angiography without revascularization was performed. The event was considered resolved without residual effects and the patient was discharged.